Event description:
It was reported by customer that a fly/ insect wing was found on the barrel of a 20 ml luer lock tip becton dickinson syringe when the package of syringes was opened. Complaint via email. Please see the attached image(s) and details of reported defective material: defect material description: syringe tray, 20ml bd 10pk (ref. 305617) lot number: 5308022 item code: 305617 defective quantities: 1 defect description: a fly/ insect wing was found on the barrel of a 20 ml luer lock tip becton dickinson syringe when the package of syringes was opened. Observed date: (B)(6) 2026 observed during which process stage: picking ir/ dmi number if launched: dev-04424 sample availability for supplier to investigate: yes, is defective evidence (i.e. Pictures; test results etc.) Available? Yes, is patient impacted? No if defect has been reported to third party? No, is there a trend observed? No, supplier action investigation required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.